Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The displayed remained dull when set to highest setting. The fse replaced the user interface assembly and the issue was resolved.

Event description:
It was reported that the unit's display was very dim. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 17may2019. Report date: 23may2019. The dim display was determined to be caused by burn out of the cold cathode fluorescent lamp (ccfl) backlight.